Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of oversensing anomaly was verified via review of stored electrogram. The device's functionality was manually tested through bench testing and on our automated electrical testing system.

Event description:
It was reported that oversensing was observed on the device and pacing was inhibited. The device was explanted and the pace sense portion of the lead was capped.